Manufacturer narrative:
A review of system data indicated no issue with the device that would have cause the adverse event.

Event description:
Reported by clinic: patient is 27y/o female treated 6 weeks ago. Developed abscess/cellulitis about 2 weeks later despite being placed on clindamycin on the day of procedure for 14 days. Therefore extended clindamycin to another 14 days. Now on left axilla still with one are of drainage but not purulent and no cellulitis. Doctor treated her again with clindamycin for another 2 weeks. Area was drained (blood and no pus), showing no sign of infection. Ultrasound was also performed which showed no infection and area seemed to be getting better.